Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed corrupted data.

Event description:
The patient reported that the pump emitted an unknown alarm and was then unresponsive. The pump subsequently powered up properly, but exhibited an unresponsive keypad.